Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient a broken sensor wire on (B)(6) 2014. Patient stated that they experienced a sensor failure and they removed the sensor pod. Upon removal of the sensor pod, patient claimed that a portion of the sensor wire remained attached to the site of insertion and another fragment was attached to the sensor pod. Patient stated they removed the broken sensor wire from their skin. At the time of contact, the foreign distributor did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).